Event description:
Patient reported that their back to back test readings were 71 and 172 mg/dl (83% difference). Tests were done within 10 minutes of each other using separate finger sticks. Patient stated their "head was hurting" (which they said happens when pt's low). Control solution test reading was in range. Meter is not cleaned (patient uses alcohol) according to manufacturer's product recommendations. Ss meter was replced by ultra. Lfs representative reviewed qc procedures for ss and ultra meter. There was no allegation of harm.